Event description:
A pt who underwent a laser turp procedure in 2007 expired. Two duotome 550 fibers were used during this procedure. The first duotome 550 fiber lasted until approx 75kj total energy. The second duotome 550 fiber was used until 25kj, at which point the laser energy began to exit through the end, rather than the side of the fiber. After the second fiber failed, the physician completed the proceudre as a traditional turp with a resection loop.

Manufacturer narrative:
Lumenis has confirmed that at least one of the duotome fibers was disposed of by the enduser and will not be available for eval. Per the enduser, the pt was doing well in intensive care post-turp procedure despite his complications (no details were provided to lumenis regarding these complications), and the cause of death was aspiration. Per the enduser, there was no indication that the pt death was related either to the lumenis devices or to the turp procedure. If add'l details are obtained. Lumenis will file a follow-up medwatch report.